Event description:
A malfunction on the pump was reported, with the code "malf 16" and an audible alert. There was no adverse impact on the customer's blood glucose level. The customer reset the pump with assistance from technical support, and the malfunction did not recur. Technical support provided a one-time pump replacement, confirmed the customer's shipping details, and instructed them on how to return the faulty pump within ten days. The customer was advised to program their settings and connect their continuous glucose monitor to the new pump. A replacement pump was sent to the customer.